Manufacturer narrative:
Details of complaint: on (B)(6) 2020, nk installer at vidant bertie hospital reported the following issue with a/pwredge-r330; sn-(B)(6), from patient monitoring: the switch was not communicating with the cnss in the facility. No other information was provided other than the ip of the switch. Investigation summary: the root cause of the issue was determined to be unconfigured switch ports. The overall risk of this event, taking into consideration of severity and probability, is "high". The reported issue does not require further investigation through CAPA process since the issue was found to be caused by an unconfigured network switch and not nk device malfunction.

Event description:
The customer reported that their central nurse's station (cns) lost communication with the network switch.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) lost communication with the network switch. Nk ts remoted in and found that the network switch ports that was used at the time was not configured for vlan1. Nk ts configured the switch accordingly, which resolved the issue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) lost communication with the network switch.